Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) exhibited fluctuating shock impedance measurements that rose greater than 125 ohms. A similar fluctuation in right ventricular (rv) pace impedance measurements were observed however, remained within normal range. Technical services (ts) discussed troubleshooting options with the health care professional (hcp), including conservatively considering an x ray. This ICD remains in service. No adverse patient effects were reported.